Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and following the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.